Manufacturer narrative:
A ge service rep performed an onsite investigation. The malfunction was verified. The x-ray regulator circuit was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 intermittently displayed an error message "ma error". There was no adverse patient involvement reported. There was no patient information reported.